Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software product ID: tm90t0, serial# (B)(6), product type accessory product ID: hh9020tdd, serial# (B)(6), product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving fentanyl via an implantable pump. It was reported that the handset could not to connect to the pump for a while and got stuck at 42 percent for a lockout. The patient representative (rep) stated that the handset took a long time to connect to pump and was not sure if the bolus went through. The patient gets 12 bolus a day. The patient service confirmed that the patient did not get any error messages on the screen when connecting to the devices. The agent assisted the rep with clearing the data. The agent assisted the rep with resetting the handset and the communicator after resetting. The handset showed the lockout information. The agent reviewed device function and recommended the patient consult with the healthcare provider office regarding bolus.